Event description:
The customer reported that the device powers up to the svc mode and therefore the clinical mode is disabled. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.